Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with back-to-back results of 261 mg/dl and 132 mg/dl. The following day, an additional set of back-to-back tests was performed with results of 222 mg/dl and 97 mg/dl. Reporter stated that pt's therapy was not modified based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.